Event description:
Boston scientific received information that the patient with this device was lost to follow up. Upon recent interrogation, the device was unable to be successfully interrogated. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.